Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). Device evaluation: the product testing could not be performed as lens remains implanted. Images or photos were provided. Scratch cannot be determined due to low resolution image. The complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was noticed on model pcb00 tecnis monofocal iol (intraocular lens) after implantation into patient's eye. Initially, it was thought that there was something behind the iol. The scratched lens was confirmed after the doctor extracted all viscoelastic. The lens remains implanted. The patient will make another appointment should further action be required. Patient reportedly had a small edema, which is completely normal and will be re-absorbed in the next few days. No additional information provided.